Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported there was a high purge alarm on the impella. The staff checked for kinks and none were found.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was not returned for investigation. The cause of the high purge pressure issue was most likely biomaterial, based on data log review.